Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph data points disappeared. Troubleshooting was performed, and the data points were successfully displayed. There was no reported impact to customer's blood glucose level.